Event description:
Per the clinic, the patient was treated with topical steroid (specific date and duration not reported). This report is submitted on march 11, 2022.

Event description:
Per the audiologist, the magnet explant was performed under a general anesthetic, and the patient was treated with antibiotics (specific type not reported).

Event description:
Per the clinic, the patient experienced an infection at the site of skin breakdown (specific date not reported).

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2021 due to skin breakdown. There are no plans to reimplant the patient with another cochlear device as of the date of this report.